Manufacturer narrative:
Applicable fields of section d and g were updated. Section h9 was updated. The e801 module serial number was 1614-07. The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification.

Manufacturer narrative:
The patient samples were processed by a laboratory automation system. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys ca 19-9 immunoassay result for 2 patients tested on a cobas 8000 e 801 module. For patient 1: the initial ca 19-9 result was 39.5 u/ml. The same patient sample was retested twice on (B)(6) 2019 with both results of < 2.00 u/ml with a data alarm. All results were from the same primary sample tube. For patient 2: the initial ca 19-9 result was 43.2 u/ml. The same patient sample was retested twice on (B)(6) 2019 with both results of < 2.00 u/ml a data alarm. All results were from the same primary sample tube. For both patients, the ca19-9 results of < 2.00 were deemed correct. The results in question were not reported outside of the laboratory. The ca19-9 reagent lot was 41624500 with an expiration date that was requested but not provided.

Manufacturer narrative:
The customer complained of discrepant results for an additional 2 patient samples tested for ca 19-9 on (B)(6) 2019: sample ID: (B)(6) initial result from an aliquot sample was 102 u/ml. The aliquot sample was repeated with a result of 2.87 u/ml. The primary sample tube was repeated with a result of 2.99 u/ml. Sample ID: (B)(6) initial result from an aliquot sample was 111 u/ml. The aliquot sample was repeated with a result of 6.40 u/ml. The primary sample tube was repeated with a result of 6.43 u/ml. The investigation is ongoing.